Event description:
A talent thoracic stent graft system was inserted into a patient for the emergent endovascular treatment of a dissected thoracic aorta. The patient had vessels that were non-calcified, but narrow at about 6.5 mm in diameter at the level of the common femoral and external iliac arteries. It was reported that no dilators were used during the case and during the advancement of the delivery system some resistance was felt, but the device was able to reach the lesion and deploy the graft successfully. During removal of the device through the right side, the delivery system became stuck at the level of the external iliac artery. The od of the delivery system was about the same as the ID of the vessel, and the vessel started to tamponade/became compressed due to a tight seal between the device and the vessel; however, the patient's blood pressure did not drop. An open retroperitoneal cut-down was performed to remove the delivery system, which had about 10 cm of iliac tissues on it. A bypass from the junction of the internal and external iliac arteries to the common femoral was performed successfully to address the iliac trauma. The delivery system was retained by the user facility.

Manufacturer narrative:
(B) (4). Results: arterial trauma/dissection/perforation; narrow access vessels. Conclusions: narrow access vessels.